Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that shortly after implant, the implantable cardioverter defibrillator (ICD), supra ventricular tachycardia (svt) limit, was reprogrammed due to atrial fibrillation (af) induced frequent paroxysmal sustained ventricular tachycardia. The right ventricular (rv) lead was implanted after the use before date. The ICD and lead remain in use. The patient is a participant of the panorama ii study. No patient complications have been reported as a result of this event.